Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Please reference (B)(4). The customer stated that he experienced high blood glucose levels while golfing. The customer treated by bolusing several times, but continued to experience high blood glucose. The customer went to the emergency room, and was admitted for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. Nothing further was reported.